Event description:
Pump reported to be set at 21 ml/hr with a 500 ml bottle of intralipids. Approximately 8 hours into the infusion, the bottle was noted to still be full. According to clinician, there was no pt injury.